Event description:
It was reported the patient was experiencing a shocking sensation down her leg, while the stimulation device is turned on and off. The sensation started occurring with more frequency in the last week, though it was reported that since implant the pocket had been sore, and when palpated, would send a shocking sensation down the leg. An x-ray confirmed lead placement was fine and connection to the ipg looked good. Impedance checks with the patient walking and sitting were normal and there were no changes with position. When the device was turned off, the patient's pain was still present. The physician was planning on removing the leads and leaving the ins device in place. The physician felt the patient's symptoms may have been due to new rsd in the area of the ins or the patient may also have ms. The patient had lost feeling in her legs at one point (no dates provided). At the time of the report, it was unknown if the leads had been explanted. Additional information has been requested, but was not available on the date of this report.